Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. G83282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced coital bleeding ("post coital bleeding"). In 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue"). In april 2016, the patient experienced rash ("rashes on arms, legs stomach"). In (B)(6) 2018, the patient experienced metrorrhagia ("abnormal bleeding (bleeding between periods)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), pain in extremity ("pain: legs, arms") and abdominal pain upper ("pain: stomach") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal discharge was resolving, the metrorrhagia, coital bleeding, urinary tract infection and rash had resolved and the fatigue, alopecia, ovarian cyst, uterine leiomyoma, pain in extremity and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, coital bleeding, fatigue, metrorrhagia, ovarian cyst, pain in extremity, pelvic pain, rash, urinary tract infection, uterine leiomyoma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine fibroids, post coital bleeding, ovarian cyst, menorrhagia and skin rash". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: plaintiff fact sheet and medical record received. The case was upgraded from other event to incident. Previously reported event ¿injury was updated to more specified events ¿pelvic pain, abnormal bleeding (bleeding between periods), fatigue, urinary tract infections, rashes on arms, legs, stomach; vaginal discharge, hair loss, ovarian cyst, uterine fibroid, post-coital bleeding, pain on arms, legs, stomach¿. This case is medically confirmed. Reporter information, demographics, lab data, essure removal date, essure lot number were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. G83282-not valid, 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced coital bleeding ("post coital bleeding"). In 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2011, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced rash ("rashes on arms, legs stomach"). In (B)(6) 2018, the patient experienced metrorrhagia ("abnormal bleeding (bleeding between periods)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), pain in extremity ("pain: legs, arms") and abdominal pain upper ("pain: stomach") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal discharge was resolving, the metrorrhagia, coital bleeding, urinary tract infection and rash had resolved and the fatigue, alopecia, ovarian cyst, uterine leiomyoma, pain in extremity and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, coital bleeding, fatigue, metrorrhagia, ovarian cyst, pain in extremity, pelvic pain, rash, urinary tract infection, uterine leiomyoma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine fibroids, post coital bleeding, ovarian cyst, menorrhagia and skin rash". Lot number g83282 is not valid. Lot number: 683282 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. G83282-not valid, 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levocetirizine dihydrochloride (xyzal) from 2016 to 2018, metronidazole (flagyl 250), montelukast from 2016 to 2018, norethisterone acetate (aygestin), sulfamethoxazole;trimethoprim (bactrim ds) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pain in extremity ("pain: legs, arms") and abdominal pain upper ("pain: stomach"). On (B)(6) 2016, the patient experienced rash ("rashes on arms, legs stomach"), 6 years 1 month after insertion of essure. On (B)(6) 2016, the patient experienced urticaria ("hives"). In (B)(6) 2018, the patient experienced metrorrhagia ("abnormal bleeding (bleeding between periods)") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and skin fissures ("cracked skin") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal discharge was resolving, the metrorrhagia, coital bleeding, urinary tract infection and rash had resolved and the fatigue, alopecia, ovarian cyst, uterine leiomyoma, pain in extremity, abdominal pain upper, vaginal haemorrhage, menorrhagia and skin fissures outcome was unknown. The reporter considered abdominal pain upper, alopecia, coital bleeding, fatigue, menorrhagia, metrorrhagia, ovarian cyst, pain in extremity, pelvic pain, rash, skin fissures, urinary tract infection, urticaria, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine fibroids, post coital bleeding, ovarian cyst, menorrhagia and skin rash, vaginal haemorrhage". Lot number g83282 is not valid. Lot number: 683282, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: pfs received: new event hives and cracked skin were added. Reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. G83282-not valid, 683282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levocetirizine dihydrochloride (levocetirizin) from 2016 to 2018, metronidazole (flagyl 250), montelukast from 2016 to 2018, norethisterone acetate (aygestin), sulfamethoxazole;trimethoprim (bactrim ds) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced coital bleeding ("post coital bleeding"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pain in extremity ("pain: legs, arms") and abdominal pain upper ("pain: stomach"). On (B)(6) 2016, the patient experienced rash ("rashes on arms, legs stomach"), 6 years 1 month after insertion of essure. In (B)(6) 2018, the patient experienced metrorrhagia ("abnormal bleeding (bleeding between periods)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal discharge was resolving, the metrorrhagia, coital bleeding, urinary tract infection and rash had resolved and the fatigue, alopecia, ovarian cyst, uterine leiomyoma, pain in extremity, abdominal pain upper, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain upper, alopecia, coital bleeding, fatigue, menorrhagia, metrorrhagia, ovarian cyst, pain in extremity, pelvic pain, rash, urinary tract infection, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, uterine fibroids, post coital bleeding, ovarian cyst, menorrhagia and skin rash, vaginal haemorrhage". Lot number g83282 is not valid. Lot number: 683282, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia). Reporter information, aka name, concomitant drug were added. Onset date of event vaginal discharge, urinary tract infection, rash, fatigue, alopecia, pain in extremity, abdominal pain upper were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.